Manufacturer narrative:
The reported event for invalid impedance was confirmed. As received, the octrode lead had a kink with all internal wires broken on lead body. This would have caused the high impedance observed in the field.

Event description:
Additional information indicates that lead was fractured.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.